Event description:
It was reported that the user experienced high blood glucose after changing infusion supplies; the site did not adhere, a second change was performed, the cartridge appeared empty, and the ilet was not rewound before the new cartridge was installed while the user was not connected to the ilet, after which the user transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem consistent with improper procedure and failure to follow instructions, with no device problem found; the device component referenced was the plunger. It was concluded, based on previously established findings for similar reports, that the cause was user error with unintended use error contributing to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.